Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported error u-02. The fse replaced vio dv integrated electrosurgical generator unit (iesu) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Vio dv iesu was analyzed on an in-house system and was run in normal mode. The iesu failed with error m-02-3. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, vio dv integrated electrosurgical generator unit (iesu) screen turned white and error u-02 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error u-02 on vio dv iesu in the logs. Tse had the customer disconnect vio dv iesu power cord and external foot pedal connector, leave the iesu for three minutes, and the iesu could be turned on without issue. However, tse informed the customer that the error could return during surgery and vio dv iesu would need to be replaced. Tse advised the customer to use a third-party generator for monopolar and bipolar instrument and e-100 generator for the vessel sealer extend (vse) instrument. After, the customer called back and informed the tse that the third-party generator force triad was used to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.